Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate, non-sustained and short ventricular-to-ventricular (v-v) episodes and it was noted that oversensing was observed on all electrograms (egms). It was further reported that there was a possible high threshold on the left ventricular (lv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 crt-d, date of implant: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.